Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Evaluation confirmed the device was in safety mode which resulted from multiple memory faults. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this device was in safety mode. A boston scientific technical services documented the clinical observations and discussed what occurs when the device goes into safety core. The consultant informed the caller the device should be explanted as soon as possible. A revision procedure was performed and the device was removed from service. No adverse patient effects were reported.